Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the white power lead of the power module patient cable was confirmed via evaluation of the returned patient cable (lot number: m239390221). Visual inspection of the returned patient cable revealed that pin 8, which corresponds to the cable shield, was bent. The bent pin was straightened in order to perform the testing. The patient cable was then functionally tested and passed all tests without issue. The patient cable was connected to a test power module and system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The power module patient cable is manufactured by a third party who maintains the device history records. Heartmate ii patient handbook, rev. C, section 3 ¿powering the system¿ provides information about the various ways to power the heartmate ii lvas, including how to use the power module and how to power module patient cable to a system controller. This section states ¿when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them.¿ heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad, including inspecting the power module patient cable connector pins and sockets for dirt, grease, or damage. Heartmate ii patient handbook, rev. C, and heartmate ii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that a patient cable not associated with a patient had a bent pin on the white power lead. The customer requested a warranty replacement for their patient cable.